Event description:
This patient had CABG surgery about four months ago and sternal cables were used to close the sternum. She was discharged about 10 days after surgery but readmitted about a week later with chest pain and shortness of breath. A CT indicated mediastinitis. She went to the or the day after readmission and it was found that the upper cables in the manubrium broke through the sternal bone and were completely loose. The 2 other cables were intact but the sternum itself was broken in multiple places. The post-op diagnosis was wound infection, sternal dehiscence, necrotic skin and subcutaneous tissue. We discussed this case at the time but only recently noted that the cables may have played a part in the complications following this case.what was the original intended procedure?coronary bypass (cab).device #1is this a laboratory device or laboratory test?no.